Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The primary reported event was confirmed through failure analysis investigation. Visual inspection identified a dislodged ceramic sleeve with no missing material noted. The instrument was further investigated and the secondary issue (observation on the submitted photograph) was not confirmed or reproduced. No discoloration was found on the instrument yaw pulley at the distal end and no thermal damage on any part of the instrument was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Isi received a photograph of the referenced permanent cautery hook instrument. Analysis of the submitted photograph was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). From the photo, the customer reported issue of a loose distal tip cover was confirmed. Additionally, a slight discoloration of the yaw pulley at the distal end that appeared to be thermally induced was also identified. A review of the instrument log for the permanent cautery hook instrument lot# n10171007 / sequence 0037 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system sk1566. The alleged event occurred on the 4th use of the instrument. The instrument has 6 uses remaining with no uses recorded after the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported based on the following conclusion: the permanent cautery hook instrument is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 6 remaining usable lives, therefore, had not expired. Implant date is blank because the product is not implantable. Information for the initial reporter is not available. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the black cover of the permanent cautery hook instrument came off / got detached at the tip. No customer allegation of an arcing event was reported. No fragment fell inside the patient. The instrument was replaced to the backup to resolve the issue. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.